Event description:
It was initially reported this device was being prepared for therapeutic drainage. However, during preparation of the device, the account indicated there was not a complete kidney coil. Another device was used to successfully complete the procedure and there were no pt complications involved. Upon receipt and investigation of the returned device, this event has been deemed a reportable status.

Manufacturer narrative:
A visual eval found that the distal pigtail of the stent was missing. The suture had also been removed from the stent and was not returned. The tear/cut appeared to be at an angle and between sideport holes. The length of the remaining stent was measured and found to be 34.1 centimeters. A review of the device history record was performed and revealed no anomalies. A lot history search was performed and found no other complaints against lot number 8764861. We are unable to determine the cause for this event. Our directions for use state: "the insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure."